Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 08-oct-2025. No intervention, advancing the vizigo sheath over the qdot made qdot able to retreat. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. In addition, provided the patient¿s age, sex, gender, ethnicity, race. Therefore, processed the following fields: - a2. Patient age at the time of event. -a 2. Age unit. -a 3a. Sex. -a 3b. Gender. -a 5. Ethnicity. -a 6. Race. In addition, provided the product information for the concomitant generator and the pump. Therefore, updated section ¿d10. Concomitant medical products and therapy dates¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The video and pictures evaluation details. A video and pictures were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, the catheter did not irrigate correctly; also, a foreign material was observed on the tip; the foreign material could be related to the irrigation issue during the procedure reported by the customer ; however, this cannot be conclusively determined at this time. According to the pictures provided by the customer, a foreign material was observed on the tip of the device; the foreign material could be a biological material as the result of the resistance issue reported by the customer; however, this cannot be conclusively determined at this time. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and a medical device entrapment with excessive manipulation required issue occurred. After they were able to retract the catheter, foreign material on the usable length of the catheter was observed. During mapping and definition of the right superior pulmonary vein (left atrium), the operator was unable to retract the qdot micro catheter. During the attempts, the catheter exhibited progressively increasing resistance until reaching hi (high). Retraction was only possible after complete advancement of the long introducer. Upon visual inspection, the catheter tip appeared to be covered in a thin layer of transparent/whitish, film-like material, which also prevented proper catheter flushing. The device was therefore replaced. The procedure was not delayed. The procedure was successfully completed. No patient consequence. Additional information was received. The foreign material was not inside the packaging. The catheter was flushing well prior to insertion. It was observed only during inspection after the event, when they were able to retract the catheter. It was unknown if the material was a piece of vein/cardiac tissue. It was observed only during inspection after the event, when they were able to retract the catheter. The material was not noticed before use. The material was embedded on the tip. The resistance was against vasculature. There was no apparent of any alteration on the shaft surface. There was no apparent soft tip folded or wrinkled on itself issue. The brk transseptal needle, abbott cardiovascular. After inspection, right after they succeeded to retract the catheter, the qdot micro catheter tip appeared to be covered in a thin layer of transparent/whitish, film-like material. The resistance between the qdot micro catheter and the vasculature resulted in high force to retract the catheter. The resistance did not result in any damage to the sheath. The dilator / catheter / needle was not stuck in the sheath. The dilator/catheter/needle was able to move within the sheath. The insertion tool was used during the procedure. No resistance when inserting introducer into the sheath hub. Unknown if the tip dome/splines fully straight or collapsed within introducer prior to the catheter insertion into the sheath. Once they were able to disengage and retract the qdot micro catheter, it was removed from the patient and inspected. At this point, it was noted that irrigation, even when performed at high flow, was not coming out of the catheter. They then realized that it was obstructed by a film. The catheter was replaced. The correct catheter settings were selected on the generator. No ablation was performed with this qdot micro catheter, it was replaced prior ablation. The event happened during mapping. Since it was unknown if the material was a piece of vein/cardiac tissue, the biological material was assessed as non MDR reportable. This did not pose any risk to the patient. If tissue was present and was noted during the procedure but the patient was free of symptoms or distress of any kind, this was not reportable. In addition, also assessed with the patient code of soft tissue injury. The soft tissue injury was also considered not serious. No medical or surgical intervention was required. No indication that the event was life threatening. The event did not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. The event was also assessed as a medical device entrapment with excessive manipulation required and foreign material on usable length of the catheter. Both of these issues were assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter. During mapping and definition of the right superior pulmonary vein (left atrium), the operator was unable to retract the qdot micro catheter. During the attempts, the catheter exhibited progressively increasing resistance until reaching hi (high). Retraction was only possible after complete advancement of the long introducer. Upon visual inspection, the catheter tip appeared to be covered in a thin layer of transparent/whitish, film-like material, which also prevented proper catheter flushing. The device was therefore replaced. The procedure was successfully completed. No patient consequence. Additional information was received. It was unknown if the material was a piece of vein/cardiac tissue. The resistance between the qdot micro catheter and the vasculature resulted in high force to retract the catheter. The device evaluation was completed on 14-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual and microscopical inspections and scanning electron microscope (sem) study of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the shaft was bent near to the handle, additionally, reddish brown material between the first and second electrodes and whitish foreign material blocking irrigation holes were observed. A dimensional inspection was performed on the tip and shaft of the device, and it was found within specifications. The scanning electron microscope (sem) analysis was performed on the white material and the results revealed the presence of foreign material, which showed evidence of inorganic salts. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. The medical device entrapment-excessive manipulation issue reported by the customer was confirmed due to the bent shaft observed. The potential cause of the bent shaft could be related to the manipulation of the device during the procedure. The stress marks observed suggest that excessive force was applied to the device. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; do not use excessive force to advance or withdraw the catheter when resistance is encountered. The foreign material on usable length of catheter and biological material issues reported by the customer were confirmed as reddish brown material and residues of salt were found on the device tip. The potential cause of reddish-brown material and the salt could be related to the procedure. The instructions for use (IFU) contain the following information: when radio frequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance between the qdot micro catheter and the vasculature resulted in high force to retract the catheter¿. In addition, biosense webster inc. Analysis finding of the ¿shaft was bent near to the handle¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿unknown if the material was a piece of vein/cardiac tissue¿ and ¿a thin layer of transparent/whitish, film-like material¿. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material between the first and second electrodes¿. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿reported ¿unknown if the material was a piece of vein/cardiac tissue¿ and ¿a thin layer of transparent/whitish, film-like material¿. In addition, biosense webster inc. Analysis finding of ¿whitish foreign material blocking irrigation holes¿. During an internal review on 14-nov-2025, noted corrections to the 3500a initial under h. Device manufacturers only for the video and pictures evaluation coding. Corrected under h6. Component code ¿cautery tip (g01002)¿ to ¿tip (g04129)". In addition, removed under h6. Investigation findings "inappropriate material (c0602)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).